Event description:
It was reported that during testing conducted at the manufacturer, the drill heated up. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no adverse consequences were alleged with this event.

Manufacturer narrative:
The device was returned to the manufacturer's international subsidiary, and will be transferred to the (B)(4) manufacturing facility for further investigation. A follow up report will be submitted if the investigation results require.